Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose (bg) level was reported to be 200 mg/dl and was addressed via manual injections. It was indicated that the customer will use manual injections as alternate insulin therapy.